Manufacturer narrative:
Disposed by customer.

Event description:
It was reported that a xia 3 polyaxial screw fractured post-operatively, due to construct instability. Revision surgery has been performed due to this issue.

Manufacturer narrative:
Visual, dimensional, functional and material analysis could not be performed as the device was not returned. Device and complaint history records were reviewed for this lot, no relevant manufacturing issues or similar complaints were identified. The surgeon suggested that the event could have occurred due to instability due to lack of fusion. The patient was reported to be overweight with diabetes. Operative notes from initial/ revision surgery and x-rays are not available. It is unknown if there were any complications during the initial surgery, how the screw holes were prepared, and if the device was implanted at a difficult angle. The device was scrapped by customer so an evaluation could not be performed. The xia 3 surgical technique was reviewed, and the following relevant information was identified: internal fixation appliances are load sharing devices which are used to obtain alignment until normal healing occurs. In the event that healing is delayed, does not occur, or failure to immobilize the delayed/nonunion results, the implant will be subject to excessive and repeated stresses which can eventually cause loosening, bending or fatigue fracture. If a nonunion develops or if the implants loosen, bend or break, the device(s) should be revised or removed immediately before serious injury occurs. An overweight or obese patient can produce loads on the spinal system which can lead to failure of the fixation of the device or to failure of the device itself. It is likely that the device fractured due to patient non-fusion. However without the device and supporting operative notes/ x-rays, an exact cause cannot be determined. Other potential causes include: poor bone quality of patient, high activity level/ external trauma/ fall, poor initial construct stability, etc.

Event description:
It was reported that a xia 3 polyaxial screw fractured post-operatively, due to construct instability. Revision surgery has been performed due to this issue.